Event description:
It was reported that during an open reduction internal fixation (orif) procedure of a hip fracture, the surgeon could not advance blade into the nail. The surgeon attempt to redrill. The blade advanced successfully but upon removal of the handle of the blade, the handle pulled out the blade. The consultant stated that the locking mechanism was not functioning. The surgeon used a different nail with the same blade and was able to complete the procedure successfully. The patient was unharmed. This is 1 of 2 reports for the same event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The original awareness date is (B)(6) 2011. Additional information was received on (B)(6) 2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include, hwc. Product development evaluation reports the part was received with the locking mechanism stuck in the fully locked position. Effort was required loosen and then it was removed easily. The locking tang was missing and examination of the locking mechanism shows that the surface where the tang was is worn away and beveled which is consistent with its being removed by the stepped drill bit during the procedure. There are no marks on the outside of the nail. A review of the device history record did not show conditions that could have contributed to the reported event. Based on examination of the returned part, the locking mechanism was in the locked position when drilling for the helical blade and the locking tang was removed in that process. This issue was previously evaluated and deemed valid. An internal action has been opened to address this issue.